Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information the surgery was extended for a hour. ·scheduled surgery time was 30 min.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, a patient underwent surgery using the pfna-ii system. During the surgery, the surgeon connected the inserter to the blade by using the key for blade. After insertion of the blade, he tried to disconnect the blade from the inserter by turning the handle, however the inserter became disconnected while idle. The surgeon confirmed under image intensifier that the blade was not locked. The surgeon was able to connect the inserter to the blade again. He removed the blade and then used another new blade. The new blade was successfully locked. The surgery was successfully completed with a one hour delay. This is report 2 of 3 for (B)(4).